Event description:
The k-wire got stuck in the dedicated distal end of the plate. The surgeon was not able to remove the wire, which got broken into the hole. The surgery delayed approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.